Event description:
The manufacturer received information alleging black particles found in the filter in the patient's breathing circuit from the ventilator. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.